Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and required multiple presses to turn on pump screen, and issue persisted even after removing pump from case. There was no adverse impact to the customer's blood glucose level. Customer was instructed on proper button pressing technique, advised to continue using current pump with multiple daily injections as backup therapy, and was provided replacement pump along with instructions for storage mode, reentering pump settings, reconnecting continuous glucose monitor, and returning problematic pump using prepaid label within 10 days.